Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis and high gradient remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information via a clinical trial that a patient with a 21mm pericardial aortic valve had stenosis and high gradient demonstrated on echo after an implant duration of 4 years, 1 month. As reported, the peak gradient was 63mmhg and the mean gradient was 35 mmhg. The patient was being considered for tavr. Per obtained medical records, the valve was originally implanted due to severe aortic stenosis and severe calcification. Post implant mean aortic valve gradient was 21, peak av gradient 50, and the aortic valve area of 1.9 sq cm. In addition the 30 day post op echo stated that the gradient was abnormal for this prosthetic aortic valve.